Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that a capio device was used during a procedure. The suture broke three times when trying to fixture. Additionally, it was noticed to be old, fragile and not of good quality. There were no patient complications were reported.